Event description:
It was reported to boston scientific corporation that after successfully placing a transhepatic covered biliary stent in the pt's inferior bile duct, the distal end of the stent delivery catheter remained attached to the stent and the catheter could not be retracted. According to the complainant, a subsequent attempt to remove the catheter resulted in movement of the stent "3 cm to the superior bile duct". Reportedly, an uncovered transhepatic biliary stent was used to successfully complete the procedure. There were no pt complications reported as a result of this event. At the conclusion of this procedure, the pt's condition was reported to be "good".

Manufacturer narrative:
Although the suspect device has been received for eval, the analysis has not been completed; the cause of the reported malfunction has not been determined.